Manufacturer narrative:
No malfunction was reported. The ams700 cylinder was visually inspected and functionally tested. No leak was found. It performed within specifications. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. The ams 700 or manual 92162622-01 rev. B (us version) was reviewed. The or manual provides detailed instructions on page 20 on implanting the ams 700 cylinders so as to not injure the patient. A review of the ams 700 hazards analysis d055985 rev. K was completed. Improper cylinder placement is included as a hazard leading to the harm of tissue damage. Based on review of this data, this complaint does not represent a new or unanticipated event. The ship history was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of the component. An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device caused or contributed to the error. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information.

Event description:
The translated verbiage from the china local affiliate indicate that it was reported that during the implant of an ams700 inflatable penile prosthesis the device was dislodged from the patient's balanus. The physician removed it out and sealed it with an accessory bag. The physician will re-implant it when the wound is cured. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that after the implant surgery, one of the cylinder was found pierced through the front end of the penis. The patient is stable and no complications or additional intervention was reported.

Event description:
It was reported that during the implant of an ams700 inflatable penile prosthesis the device was dislodged from the patient's balanus. The physician removed it out and sealed it with an accessory bag. The physician will re-implant it when the wound is cured. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Event description:
The translated verbiage from the china local affiliate indicate that it was reported that during the implant of an ams700 inflatable penile prosthesis the device was dislodged from the patient's balanus. The physician removed it out and sealed it with an accessory bag. The physician will re-implant it when the wound is cured. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Further information is required to more clearly translate what was reported in the cnf, and efforts are ongoing for updating this translation. Additional information received that after the implant surgery, one of the cylinder was found pierced through the front end of the penis. The patient is stable and no complications or additional intervention was reported.

Manufacturer narrative:
Event description updated. Device available for evaluation and returned to manufacture date updated. Bsc aware date updated to reflect the date additional information was available. Device evaluated by manufacture, device not evaluated by manufacturer code, device. Return to manufacturer updated. Device code, evaluation method code updated.